Event description:
It was reported that customer experienced difficulty pressing top button on pump. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and case was documented and closed with no additional actions taken.